Event description:
Reporter indicated that a vns (B)(6) computer was consistently freezing. Resetting the computer resolved the screen freezing, but the freezing continues to occur. Attempts for return of the computer and flashcard are in progress.

Event description:
All attempts to the reporter for return of the vns computer and flashcard have been unsuccessful to date.

Event description:
The vns computer and flashcard were returned for product analysis. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported screen freezing allegation was not verified. The flashcard and software performed according to specifications. The screen freezing event was unable to be recreated.